Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report is number one of two supplemental MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. The communication indicates that when using the affected lots of vitros ipth reagent pack intraoperatively, patient samples should be tested using the same reagent lot and qc material for baseline and throughout the procedure. When performing patient sample testing using the affected lots of vitros ipth reagent pack, adjust your laboratory¿s reference interval by -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Ortho is in the process of manufacturing new reagent lots with an anticipated release in december 2022. Until a new lot of vitros ipth reagent pack is available, be aware that the potential exists to observe negatively biased results when using the affected lots of vitros ipth listed above. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Manufacturer narrative:
The investigation has determined that lower than expected vitros intact pth (ipth) results were obtained from non-vitros biorad quality control (qc) fluids when using vitros immunodiagnostic products intact pth (ipth) lot 1610 reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined with the information provided. No information was provided with regards to the handling and preparation of the qc sample therefore, it is possible improper handling of the qc samples contributed to the lower-than-expected vitros ipth lot 1610 results, although this could not be confirmed. A review of proficiency tests results obtained using the impacted ipth lot 1610 were outside of the expected range low and unacceptable. The proficiency data indicates that the ipth accuracy low issue is impacting the biorad controls as well as proficiency samples processed using vitros ipth lot 1610. The customer performed a vitros ipth lot 1605 to lot 1610 patient comparison using 22 samples. The patients were comparable between lots with the exception of 2 samples that exhibited a negative bias of (B)(4) on lot 1610. It is possible that improper handling and storage could have contributed to bias in the vitros ipth results. The customer did not perform any precision testing on the instrument, so no assessment of the instrument performance at the time of the event was made. The customer gave no indication of any vitros 5600 system malfunction therefore, an instrument issue is not a likely contributor to the event. Continual tracking and trending indicate a possible performance issue with vitros ipth reagent lot 1610. Ortho has initiated an investigation for lower-than-expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. A vitros ipth lot 1610 reagent issue cannot be ruled out as a contributor to the event email address for contact office in manufacturer site is: (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained from non-vitros biorad quality control (qc) fluids when using vitros immunodiagnostic products intact pth (ipth) lot 1610 reagent on a vitros 5600 integrated system. Biorad lot 64960 level 1 results of 21.60, 22.46, 22.78, 22.88, 23.28, 23.31, 23.59, 23.72, 23.98, 24.26, 24.44, 24.64, 24.65, 24.68, 24.83, 24.98, 25.00, 25.02, 25.05, 25.13, 25.15, 25.17, 25.19, 25.23, 25.26, and 25.36 vs an expected result (baseline mean) of 36.40 pg/ml biorad lot 64960 level 3 results of 518.10, 521.50, 528.85, 530.05, 530.55, 531.37, 532.58, 534.25, 536.95, 538.88, 540.50, 541.63, 542.70, 543.60, 545.08, 545.27, 546.28, 546.62, 547.22, 547.93, 548.88, 551.09, 556.03 and 557.04 vs an expected result (baseline mean) of 804.00 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were from quality control fluids and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).